Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to no button response. The device was received without the original battery cap and damage to battery cap could not be verified. No damage noted on battery tube threads or on belt clip slot. It had a cracked case at the display window corners and moisture damage on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value was 351 mg/dl; which she treated with manual injection. She stated that the buttons could have been pressed for more than three minutes since she had it in her pocket. She also reported that the battery cap around the indention started breaking. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.